Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented upon interrogation with their implantable cardioverter defibrillator that exhibited backup vvi for firmware reason 3: event queue overflow. Patient did not feel terrible, but knew something had changed when the device vibrated in her chest. The device was reverted back to normal settings. The patient was stable.